Manufacturer narrative:
The site was not able to retrieve the serial number of the mpu used at the time of the event manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the log file. A log file was extracted from the returned system controller and was reviewed. The log file contained data spanning approximately 1 day ((B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2020 at 9:27 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc values steadily decreased. The patient¿s driveline was observed to have been disconnected at 10:37 of the same day, during the no external power event. No other notable events were observed. The mpu (serial number unknown) was not returned for analysis. The root cause of the observed loss of ac power within the log file was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook with mpu describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a no external power event while on mpu was observed in the log file. The event appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The pump maintained speeds above the low speed limit during these events. The hospital staff did not mention any issues with the power supply.